Event description:
The customer reported that the system had a communication error that would cause lock up. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the 5 volt power supply. The system operates as intended.